Event description:
The new disposable medtronic slitter pulled out the lead wire from the coronary sinus during a lead implantation. This event has happened two other times with other physicians since hospital started using this product this year. A new kit was used and the lead was successfully implanted. There was no patient injury identified. The manufacturer replaced the newly disposable slitters with the original universal slitters and will provide additional training. It was noted by the healthcare provider that the slitter handle in the new product is larger than the previous model.